Event description:
It was reported to philips that the system did not bootup completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not bootup completely. A review of the system logfile showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse visited onsite and upon functional testing, the fse confirmed the grabber card errors in the system and tried to reconnect the frame grabber card and reloaded the software, but the issue remains the same. To resolve the reported issue, the fse replaced the flexvision pc. After replacement and installation of software, the system was returned to use in good working order.